Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 500-600 mg/dl. Suspected cause was that the infusion set cannula was not inserted properly. Customer checked infusion set site and no issues with the cannula or air bubbles were observed. Manual injections were administered and water was consumed to address bg.